Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitor issued an alert for high shock impedance during delivery of a shock. The clinic requested the patient come to the hospital for interrogation. Upon interrogation a code displayed and high out of range shock impedance measurements were observed. It was noted that several events of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks were delivered because of high frequency during atrial fibrillation. Boston scientific technical services (ts) was consulted and noted the code indicated the cardiac resynchronization therapy defibrillator (crt-d) delivered a shock in reverse polarity with high shocking lead impedance of greater than 145 ohms creating the open circuit during shock delivery. Engineering reviewed the data and confirmed the observation of high impedance reversed shocks. All shock attempts were at maximum energy, 41j which was noted that the rv lead integrity was in question. Ts suggested evaluating the device and to replace the right ventricular (rv) lead. The patient was hospitalized for monitoring. Subsequently the patient underwent a revision procedure where the crt-d was explanted and the rv lead surgically abandoned. A new crt-d system was successfully implanted and no additional adverse patient effects were reported. The field representative noted that the device is not expected to be returned as it was disposed of by the hospital.